Event description:
Post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The patient was brought to the ccl for angiography. Access was obtained through the right femoral artery. Angiograms were taken and the interventional procedure was initiated. An 80% stenosed lesion was found in the non tortuous, moderately calcified mid circumflex (cx) artery. The cx artery measured 2.75mm. Taxus express2 2.75x16mm drug eluting stent was deployed to 18 atm's. The physician encountered difficulty removing a waist in the stent. A 2.75x8mm quantum ptca balloon, inflated to 22 atms's was used to post dilate the stent. The patient received a 600mg loading dose of plavix and the patient was transferred to the holding area. Heparin, reopro and ic ntg were administered during the procedure. 4 days later the patient returned to the hospital with unstable angina. The patient was brought emergently to the ccl two days later. The ntg drip that the patient arrived on was discontinued due to systolic blood pressure of 88mm/hg. Angiography showed a sub acute thrombosis at the distal end of the cx stent. The physician was unable to cross the lesion with a forte moderate support guidewire. A pt graphix guidewire was able to cross the lesion and a 2.75x15mm maverick balloon was threaded onto the wire and successfully crossed the lesion. Multiple inflations were made to 4-8 atms's for 30 seconds with the maverick balloon. The patient received heparin, reopro and lasix during the procedure and a dopamine drip was also started. The patient was transferred to the ccl holding area still on the dopamine and reopro drips. Less than ten minutes later code procedures were initiated. The patient remained in a paced rhythm during the episode. The patient's blood pressure had not returned to normal and the patient was intubated and sent to the ccu where he later died.